Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was found to be defective when the device was turned on. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The issue was found when the device was being turned on during preventative maintenance. Further clarification regarding the touchscreen issue and what was being done at the time of the issue discovery are being requested in good faith efforts (gfes). This investigation is ongoing.

Manufacturer narrative:
A good faith effort (gfe) response was received on 22jan2025 stating that the touchscreen issue was found during startup, and that portions of the touchscreen were working. The biomedical engineer (bme) stated that they made several attempts to calibrate the touchscreen, but the third touch box continuously gave a "bad touch" message. The bme confirmed that a replacement touchscreen was ordered, received, and installed into the device. Following the part replacement, the ventilator passed a performance verification test (pvt) and was returned to use. The bme confirmed that the replaced touchscreen would be returned to philips for evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.